Event description:
Patient had insertion of epidural electrodes for trial spinal cord stimulation on (B)(6)2010. The patient developed severe pain and spasticity of lower extremities on (B)(6)2010. The leads were removed and 1.5 hours later, the patient lost strength in her lower extremities. MRI revealed large epidural hematoma requiring surgical decompression. The patient regained strength in lower extremities but still has bladder retention. Dates of use: #(B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: pain relief. Event abated after use stopped or dose reduced: no.